Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated the keypad was unresponsive on the insulin pump. Customer's blood glucose was 145 mg/dl. The mother declined to return the insulin pump for analysis.